Manufacturer narrative:
Implanted date: device was not implanted, explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the glide sheath slender sheath was kinked/crimped in the package. Additional information was received on 12feb2020. The device was prepped and then replaced with another 60-1060 to complete the procedure once the issue was noted.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5, a correction and the device return date in section d10 as it was initially reported that the device was not available, however the customer confirmed the device was available and returned the device. Also, to update section h3, and to provide the completed investigation results. One 6fr glidesheath slender sheath was returned for product evaluation. Visual inspection of the sheath revealed a dent was noted on the sheath shaft approximately 5 cm from the sheath tip. The sheath tip was observed under microscope and no damage was noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the handling of the device may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 16mar2020. The device was opened out of the package, however it was not used. Additional information was received on 17mar2020. The procedure performed was a left heart catheterization from the radial artery. The issue was discovered during prep of the device.